Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server, confirmed that communications were recent, synchronization server status was current, and data synchronization logs showed no variation in change tracking versions, indicating stable synchronization. Although the c drive had high space usage due to the winsys folder, there were no errors or functional issues observed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all three devices were not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.